Manufacturer narrative:
This report is associated with argus case (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip in the us.

Event description:
Pustule formation. Stinging feeling (allergy) [stinging gum]. Case description: this case was reported by a consumer via call center representative and described the occurrence of oral pustule in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number nf6l, expiry date september 2018) for product used for unknown indication. The patient's past medical history included allergy. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced oral pustule (serious criteria clinically significant/intervention required) and stinging gum. On an unknown date, the outcome of the oral pustule was recovered/resolved and the outcome of the stinging gum was unknown. The reporter considered the oral pustule and stinging gum to be related to polident denture adhesive cream. Additional information: the consumer used polident denture adhesive cream for the first time and experienced stinging feeling on the gums on her upper jaw after using the cream for one morning. There were pustules growing on her gums after that. She visited the doctor and the doctor removed the pustules surgically.